Event description:
It was reported that the customer dropped the insulin pump and it is now giving an error alarm during the manual prime. The drive support cap was noted to be protruded. No further information reported.

Manufacturer narrative:
The insulin pump alarm during basic occlusion test due to protruded and or loose drive support disk. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.